Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/left sided pelvic and central near pubic bone') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure (batch no. 20210351) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2010, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pubic pain ("central near pubic bone"), complication of device insertion ("unable to place essure in right fallopian tube"), fallopian tube spasm ("fallopian tube spasm"), hydrosalpinx ("left tube has fluid sac and scar tissue build up") and fallopian tube disorder ("eft tube has fluid sac and scar tissue build up"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the genital haemorrhage, abdominal pain, pubic pain, complication of device insertion, fallopian tube spasm, hydrosalpinx and fallopian tube disorder outcome was unknown. The reporter considered abdominal pain, complication of device insertion, dysmenorrhoea, fallopian tube disorder, fallopian tube spasm, genital haemorrhage, hydrosalpinx, pelvic pain and pubic pain to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2010 as per pfs table: salpingectomy (bilateral removal of fallopian tubes) done on (B)(6) 2017 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/left sided pelvic and central near pubic bone') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure (batch no. 20210351) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test" and device difficult to use "unable to place essure in right fallopian tube". On (B)(6)2010, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pubic pain ("central near pubic bone"), fallopian tube spasm ("fallopian tube spasm"), hydrosalpinx ("left tube has fluid sac and scar tissue build up") and fallopian tube disorder ("eft tube has fluid sac and scar tissue build up"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the genital haemorrhage, abdominal pain, pubic pain, fallopian tube spasm, hydrosalpinx and fallopian tube disorder outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube disorder, fallopian tube spasm, genital haemorrhage, hydrosalpinx, pelvic pain and pubic pain to be related to essure. The reporter commented: previously reported insertion date was (B)(6)2010 as per pfs table: salpingectomy (bilateral removal of fallopian tubes) done on (B)(6)2017. Most recent follow-up information incorporated above includes: on 16-dec-2019: pfs received. Events per pfs. Pubic pain, device insertion difficult, fallopian tube spasm, fluid in fallopian tube, fallopian tube disorder, plaintiff did not undergo confirmation test were added. Lot number received. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/left sided pelvic and central near pubic bone') and abdominal pain lower ('pain-cramping') in an adult female patient who had essure (batch no. 20210351) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included miscarriage, multigravida, uterine dilation and curettage, foot surgery, knee operation and tonsillectomy. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and pubic pain ("central near pubic bone"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed"), abdominal pain ("abdominal pain"), complication of device insertion ("unable to place essure in right fallopian tube"), fallopian tube spasm ("fallopian tube spasm"), hydrosalpinx ("left tube has fluid sac and scar tissue build up") and fallopian tube adhesion ("eft tube has fluid sac and scar tissue build up"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea and pubic pain had resolved and the genital haemorrhage, abdominal pain, complication of device insertion, fallopian tube spasm, hydrosalpinx and fallopian tube adhesion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, complication of device insertion, dysmenorrhoea, fallopian tube adhesion, fallopian tube spasm, genital haemorrhage, hydrosalpinx, pelvic pain and pubic pain to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2010 as per pfs table: salpingectomy (bilateral removal of fallopian tubes) done on (B)(6)2017. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-may-2021: fu 10 and 11 processed together. Mr received. Patient¿s demographic details and medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/left sided pelvic and central near pubic bone') and abdominal pain lower ('pain-cramping') in an adult female patient who had essure (batch no. 20210351) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and pubic pain ("central near pubic bone"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed"), abdominal pain ("abdominal pain"), complication of device insertion ("unable to place essure in right fallopian tube"), fallopian tube spasm ("fallopian tube spasm"), hydrosalpinx ("left tube has fluid sac and scar tissue build up") and fallopian tube disorder ("eft tube has fluid sac and scar tissue build up"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower and dysmenorrhoea had resolved and the genital haemorrhage, abdominal pain, pubic pain, complication of device insertion, fallopian tube spasm, hydrosalpinx and fallopian tube disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, complication of device insertion, dysmenorrhoea, fallopian tube disorder, fallopian tube spasm, genital haemorrhage, hydrosalpinx, pelvic pain and pubic pain to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2010 as per pfs table: salpingectomy (bilateral removal of fallopian tubes) done on (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: pfs received: event was added- pain-cramping. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received: event injury was updated to events: dysmenorrhea (cramping), pelvic pain, abdominal pain and gen. Abnormal bleed. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/left sided pelvic and central near pubic bone') and abdominal pain lower ('pain-cramping') in an adult female patient who had essure (batch no. 20210351) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and pubic pain ("central near pubic bone"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed"), abdominal pain ("abdominal pain"), complication of device insertion ("unable to place essure in right fallopian tube"), fallopian tube spasm ("fallopian tube spasm"), hydrosalpinx ("left tube has fluid sac and scar tissue build up") and fallopian tube adhesion ("eft tube has fluid sac and scar tissue build up"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea and pubic pain had resolved and the genital haemorrhage, abdominal pain, complication of device insertion, fallopian tube spasm, hydrosalpinx and fallopian tube adhesion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, complication of device insertion, dysmenorrhoea, fallopian tube adhesion, fallopian tube spasm, genital haemorrhage, hydrosalpinx, pelvic pain and pubic pain to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2010 as per pfs table: salpingectomy (bilateral removal of fallopian tubes) done on (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-dec-2020: pfs received. Event outcome for pubic pain was updated to recovered / resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.